Manufacturer narrative:
Product analysis: the product remains implanted, therefore no product analysis can be performed. Conclusion: conduction disturbances are known potential adverse effects associated with any cardiac or thoracic procedure (open or catheter-based) and can be resolved with medical treatment or the implant of a permanent pacemaker (with the risk-benefit ratio in favor of implant of the percutaneous aortic valve). A conduction disturbance does not indicate a device malfunction or potential manufacturing issue. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that prior to the implant of this transcatheter bioprosthetic valve and after the balloon aortic valvuloplasty (bav), an electrocardiogram (ECG) indicated a right bundle branch block (rbbb). Following the implant, an ECG indicated a left bundle branch block (lbbb). No treatment was required. Two days after the implant, an ECG indicated first degree atrio-ventricular (av) block. Subsequently, four days after the implant, a permanent pacemaker was implanted. No other adverse patient effects were reported.

Manufacturer narrative:
Upon review, it was noted that the incorrect event date had been submitted on the initial report. The permanent pacemaker was implanted on (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.